Event description:
It was reported that after the iab was inserted, the ap trace was lost, the central lumen could not be aspirated, and the spring wire guide could not be passed. The iab was then removed and replaced without any complication.